Event description:
Reported blood glucose results of "90 mg/dl" with the lifescan meter and "286 mg/dl" on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan requested the return of the subject meter and strips for evaluation, but has not yet received them.